Event description:
The customer contact reported the device shuts off and does not power on. No specific event details were provided. The device was returned to materials management department and was reported to be working. The device will not be returned to hospira. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.